Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue with the customer however, the y1 belt was working upon fse arrival. The fse inspected the analyzer and identified the wash probe #2 was leaking. The fse noted that when the analyzer is in the mainte mode the sample loader y1 motor on and it works, but the customer requested the motor be replaced since it has previously stopped. The fse replaced the sample loader y1 motor as a pre caution and replaced the wash probe #2. The fse ran samples to verify y1 belt functioned as expected as well as primed was to verify the wash probe is operating as expected. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause of the reported issue was due to an electrical problem with the y1 motor; however the cause of the electrical issue was not established; and a leak problem with wash probe #2, cause traced to component failure.

Event description:
A customer reported the sample loader stopped working on the aia-900 analyzer. The customer stated it was running slower, then completely stopped. The customer stated its the "intake part" of the sample loader and no obstructions were observed. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.